Event description:
The company representative reported that a patient was scheduled for generator replacement due to generator end of service. No programming/diagnostic history was available. Prior to surgery, high impedance was observed during a diagnostics test. Therefore, the patient had generator and lead replacement surgery. Attempts for additional information have been unsuccessful to date. The products have not been received by the manufacturer to date. A battery life calculation was performed with the history available in the in-house programming database, and the results were approximately 2.85 years until eri=yes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.